Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; full lead returned: it was reported the lead dislodged and the helix could not be retracted. No patient complications were reported as a result of this event. Additional information was received, reporting the lead was not implanted; the issue occurred at implant attempt. Actual device involved in incident was evaluated electrical tests performed4 mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated dislodged retract, failure to.

Event description:
It was reported the lead dislodged and the helix could not be retracted. No patient complications were reported as a result of this event. Additional information was received, reporting the lead was not implanted; the issue occurred at implant attempt.